Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the handpiece was received for evaluation and the customer's reported problem was confirmed. During testing of this handpiece, it was found to have the potential to operate on its own related to controller failure. An investigation for this failure mode remains in process. Conmed linvatec will continue to monitor this device for failures.

Event description:
It was reported that the handpiece started operating by itself when connecting to the battery during pre-operative testing. The battery was disconnected from the handpiece to stop operation. There was no report of injury or surgical delay related to this event.